Manufacturer narrative:
A medtronic representative, following up with the site, reported that the surgeon had requested a perc pin to do a quick demo before the surgeon started the surgical case. The surgeon put the instrumentation together and never placed the perc pin into a patient. The medtronic representative explained to the surgeons that the perc pin notch is sloped to allow some "give" and thus preventing injury to the patient if the perc pin is accidentally hit. The medtronic representative informed the surgeons to verify the perc pin is fully seated before the scan and check its position if there is any question of the navigation accuracy. The medtronic representative reported "everything seems fine. Neither instruments [reference frame or perc pin] were damaged." No further relevant issues reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative, following up with the site, reported that the surgeon worked with the assembly of the percutaneous pin-adapter and the frame before he was to use the perc pin. A review of the adapter percutaneous pin connection by an engineer confirmed the notch on the reference frame and the notch on the adapter are the same. No parts have been received by the manufacturer for analysis. No further relevant issues reported.

Event description:
A medtronic representative reported that while the surgeon when testing the percutaneous adapter pin, the surgeon felt that there is too much "play" in the connection between the percutaneous pin and the adapter post when compared to the reference frame post connection. There was no patient present when this issue was identified.